Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause was not reported. Treatment for the event was not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information was added to b5, b6 and b7. B5: upon follow-up, it was reported that the patient was considered asymptomatic and was not diagnosed with peritonitis. The patient was not treated with antibiotics for the adverse reaction. At the time of this report, the patient outcome was not reported. Based on additional information received, the baxter disposable is no longer a suspect product in the reported event. Should additional relevant information become available, a supplemental report will be submitted.